Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Diopter: -6.5/+1.0/x094. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer -6.50/+1.0/x085 diopter lens in the patient's left eye (os) and was removed due to excessive vault on (B)(6) 2014. The lens was exchanged for a smaller length lens. This resolved the problem.